Manufacturer narrative:
Site did not know which patient identifier applied to this case. Patient age and date of birth were not provided. The device was not returned to the manufacturer at the time of this report. No conclusion can be made with regard to the cause of the event.

Event description:
A medtronic representative reported that the tip of navigus biopsy straight base screw broke off in the patient's skull. The surgeon decided to leave it in the skull since it is a very small piece and the screw is titanium.